Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening and loosening the set screw. (B)(4).

Event description:
It was reported that during lead repositioning procedure, a setscrew anomaly was observed. It was noted that the lead connector was not able to be fixed inside the header during repositioning attempt. The device was explanted and replaced. Patient was okay.